Event description:
User facility alleged 2 sets of discrepant blood glucose values when testing was performed back-to-back: hi (greater than 600 mg/dl), 585 mg/dl, and 168 mg/dl on the inform system; and hi (greater than 600 mg/dl) and 138 mg/dl on the inform system and 626 mg/dl on a lab analyzer. It is unk whether the pt was treated based on the results. No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.